Manufacturer narrative:
Description is provided again since we noticed that there was a typo in the description where peak gradient was written as 11mmhg instead of 112mmhg.

Event description:
The manufacturer was notified on (B)(4) 2015 that mitroflow valve (lxa size21) was explanted after 2.98 years. The patient was presented with effort dyspnea 6 months ago. Follow-up tee revealed sclerocalcific degeneration of the prosthesis. Mean gradient 66 mmhg and peak gradient 112 mmhg with moderate regurgitation. The valve leaflet seemed almost immobilized.

Manufacturer narrative:
We acknowledge the late submission of this report. This was due to the fact that the event was submitted to our department in a different format (since we have implemented a new complaint information system in (B)(4) 2015), which has inadvertently missed the acknowledgment.

Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (lxa size21) was explanted after 2.98 years. The patient was presented with effort dyspnea 6 months ago. Follow-up tee revealed sclerocalcific degeneration of the prosthesis. Mean gradient 66 mmhg and peak gradient 11 mmhg with moderate regurgitation. The valve leaflet seemed almost immobilized.